Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was in the intensive care unit on (B)(6) 2019 at 11 pm due to high blood glucose level that leaded to diabetic ketoacidosis with a blood glucose level of 600 mg/dl. The customer stated that they were treated with manual injections and insulin pump at the hospital. The customer reported that they experienced nausea, vomiting and abdominal pain as a symptom of high blood glucose levels. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).